Event description:
It was reported that during a renal dilatation procedure, the catheter balloon burst circumferentially. Upon removal of the catheter from the pt, the distal third of the balloon was missing. No add'l procedures performed to locate and/or removed the indwelling piece. No pt injury or complications reported.